Manufacturer narrative:
The patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
During a retroactive review of distributor incident files, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse even was discovered. The patient's wife reported that the patient had a rash under the front therapy electrode (te) pads. It was also reported that it was red and bumpy. The patient's nurse recommended to put a pad on the affected area. Follow-up indicated that the patient contacted his physician who said not to use anything as it could interfere with the lifevest. The current status of the irritation is unknown. There is no alleged device malfunction.